Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not fitting properly on the pump. Customer removed the o-ring. Customer loaded another cartridge and a cartridge error occurred. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 216 mg/dl.